Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient scheduled for lead revision procedure, high, out of range, high pacing lead impedance, noise and no sensing was observed on the device. Device atrial port was related to the events. Leads were tested with the device and it was noted that events were seen with the device. Patient was tired and was symptomatic to heart failure prior to the case. Device was explanted in addition to battery advisory and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of high atrial pacing lead impedance and noise were confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and an anomalous transistor was found. The cause of the impedance and noise anomalies was an anomalous transistor.